Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This occurred during patient use. It was stated that it was leaking from the connection. The folfusor was filed with an unknown amount of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured september 17, 2015-september 18, 2015. The device was received for evaluation with approximately 120 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported ¿vap needle tube¿ was not received at the plant. A functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.